Event description:
Edwards received notification of a pascal in tricuspid position where on the same day of the index procedure, there was an slda (single leaflet device attachment) of the posterior septal device. The device was found to only be attached to the septal leaflet. The slda occurred post procedure and there were no imaging or anatomical issues noted during the procedure itself. There were no device issues during or post implantation either. The tr (tricuspid regurgitation) before the index procedure was severe and after was moderate per core lab. The tr grade when the slda occurred is unknown. Additional information received stated that there was a tr elective intervention. The patient attempted tr re-intervention, but the case was aborted with no further interventions at this time. Patient underwent elective re-intervention due to the increasing symptoms of tr worsening as a result of the reported slda. The intervention was unsuccessful because there was suboptimal reduction due to worsening of tr between posterior leaflet sections. Slda prevented grasping adjacent to ace device.

Manufacturer narrative:
It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. This is a combined initial + final report with investigation findings included below. The complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda)' was confirmed with other empirical evidence based on information provided by the clinical specialist and imaging evaluation performed by core labs, but a potential root cause of the slda is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.